Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh and pelvicol were implanted. Dates of devices not clarified. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 concurrently with a cystoscopy, vaginal hysterectomy, anterior & posterior vaginal repair and cystometrogram in order to treat stress urinary incontinence and cystocele. It was reported that the patient experienced rectal bleeding in 2005. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 concurrently with implantation of bard pelvicol. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 concurrently with a cystoscopy and cystometrogram in order to treat stress urinary incontinence and cystocele. It was reported that the patient underwent a vaginal hysterectomy in 2001. It was reported that the patient experienced rectal bleeding in 2005. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 concurrently with implantation of bard pelvicol. No additional information was provided. (B)(4).